Manufacturer narrative:
Based on the info provided, the reported case is likely due to trauma. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.

Event description:
The pt experienced a re-rupture of the peroneal tendon after a fall five days following peroneal tendon repair with orthadapt augmentation. Fourteen days post traumatic re-rupture, the physician performed a tendon transfer (graft removed at time of repair). Graft and sutures had pulled through the host tissue. Graft and sutures were still intact.